Event description:
It was reported that on (B)(6) 2026, the patient had a urinary foley catheter placed, which was used normally without discomfort. At 7 a.m. The next morning, the patient called the nurse to the bedside, reporting that the catheter had slipped out on its own while defecating in the morning. The balloon of the catheter was found to be ruptured, and the saline inside the balloon had completely leaked out. There was no obvious active bleeding at the urethral opening. The patient reported discomfort at the urethral opening but had no abdominal pain or bladder distension. The doctor was immediately informed and reset the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.